Event description:
It was reported that a patient underwent a shoulder repair procedure on an unknown date and suture was used. Seven weeks post operative, the patient present with signs of infection. The patient was treated with antibiotics.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.